Event description:
It was reported that the patient had a pocket pain due infection from the implanted system. Therefore culture was taken from blood, device pocket and the lead tip sent for cultures. The leads and device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): d334drg implantable pacemaker cardio/defib 2012-(B)(6), product: 4574 implantable pacing lead 2012-(B)(6). (B)(4).